Manufacturer narrative:
This is a report of a use error where the care giver fell when going to connect the patient line to the transfer set and some solution came out of the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred during dwell one of five while the patient was connected. Per the care giver, there was some air in the patient line and cassette. The care giver fell when going to connect the patient and some solution came out of the patient line. The technical service representative (tsr) assisted the care giver to connect the patient to a manual drain bag after which the patient felt empty. The care giver would set up with new supplies. The tsr explained about setting up for therapy and checking the patient line prior to connecting the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.